Manufacturer narrative:
The evaluation of the received device logs show that immediately after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated two technical error codes one indicating disabled valves and the other an internal memory error. The conditions causing this problem were again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. (B)(4).

Event description:
It was reported that during the nebulizing treatment with the ventilator, the ventilator generated two technical alarms. One indicating disabled valves, and one indicating an internal memory error. The ventilation stopped. There was no patient harm. (B)(4).